Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leaking occurred during feeding at the location of the silicone and mistic.

Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: the customer reported that they ran a test on the device by attaching the bag to a new kangaroo epump and the connecting tube dislodged within 5 seconds after running the pump. No patient involvement was reported. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Trending analysis performed did not identify a trend with the reported device or the reported device failure. A photograph provided by the customer was evaluated and the silicone tubing was seen disconnected at the mistic connector. The reported device was returned for evaluation. Visual inspection found no sign of use, however, the silicone tubing was detached. The device was re-connected and functionally tested by completing the priming process and the device performed as intended without issue. The evaluation findings conclude the device functioned as intended and the reported device failure is not confirmed. Additional actions are not required at this time, however, this complaint issue will continue to be monitored and trended within the complaint system.